Event description:
It was reported that patient faced issue with leakage in location of arm (b)(6) 2026.

Manufacturer narrative:
E1: Patient Country: Poland.Patient City: (b)(6).Name: (b)(6).Country: United States of America.Street: (b)(6).City: (b)(6).State: (b)(6).Zip Code: (b)(6). Based on the available information, this event is deemed to be a Reportable Malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 8021545.